Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusin set cannula crimprd event on (B)(6) 2024. The event occured within 3 hours of insertion. The insertion site was at abdomen. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.